Event description:
It was reported that following a case on the 2800 system, there was a small burn on the left knee of the pt. The customer would not release the pt information.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The customer said the system did not have a failure during the case, and the injury may have been from another device. There were no problems found during the service call. The system was tested, and found to be working as intended, and put back into service.